Event description:
It was reported, "reportedly, an intramedullary nail was placed during a left ankle fusion. In the post-operative period, the 11x15mm panta nail fractured at the calcaneal screw hole. The nail was removed about 5.5 months later after the left ankle fusion." Additional information was requested. The request was denied.